Manufacturer narrative:
The lot number was provided and a lot history review will be performed. The return of the sample is pending. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of reported information indicated that model cq7584, pta dilatation catheter, allegedly experienced a break. This information was received from a single source. This malfunction did not involve a patient. The patient was a (B)(6) year-old male weighing (B)(6) lb.

Manufacturer narrative:
H10: the lot number was provided and a lot history review will be performed. The device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of reported information indicated that model cq7584, pta dilatation catheter, allegedly experienced a break. This information was recieved from a single source. This malfunction did not involve a patient. The patient was a 68 year-old male weighing 177 lb.

Event description:
This report summarizes one malfunction. A review of reported information indicated that model cq7584, pta dilatation catheter, allegedly experienced a break. This information was received from a single source. This malfunction did not involve a patient. The patient was a 68 year-old male weighing 177 lb.

Manufacturer narrative:
H10: the lot number was provided; therefore, a lot history review was performed. The sample was returned, and the investigation unconfirmed for the reported catheter shaft breaks. A definite root cause for the reported event could not be determined. The device was labeled for single use. H10: g4, g7. H11: g1, h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.